Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an altitude alarm. The customer's blood glucose level was 261mg/dl. During a follow-up, it was reported the altitude alarm was ultimately able to be cleared.